Event description:
During remote monitoring, the device delivered inappropriate anti-tachycardia pacing in response to an incorrectly interpreted episode of atrial fibrillation. Abbott technical support was contacted and recommended reprogramming to avoid further episodes of inappropriate therapy; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.